Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) associated with this complaint. And completed its investigation. Failure analysis (fa) was unable to confirm, the reported issue as the vse passed self-test, moved intuitively and passed energy delivery test. The instrument was found to have one of the ceramic dots in the broken and the dot was not returned with the instrument. The vse was found to have a dislodged blade failure based on log review. Fae confirmed, the missing ceramic dot, bent knife cable and chipped over mold of the vse outer jaw. No fragments of the ceramic dot were retrieved. The fragment of the chipped over mold was not returned or recovered. The common cause of these failure modes is typically attributed the misuse/mishandling.

Event description:
It was reported, during a da vinci-assisted procto-colectomy procedure. The vessel sealer extend instrument jaws did not close all the way. And did not seal. The customer explained, the they can visually see the tips are not aligned, which prevents full closure of the jaws. The site completed the procedure using spare instrument. And there was no reported patient injury. Intuitive surgical, inc. (Isi) completed follow up with the customer and obtained the following information: the instrument was inspected, prior to use and there was no damage found on the instrument. Per customer, the surgeon was cutting at the time the reported issue occurred. The surgeon experienced a message that the blade exposed and did not retract back. The vessel sealer extend worked for about an hour prior to the reported issue occurred (i.e. Exposed blade). Per customer, the audible signal was present and the target tissue was mesentery. The target tissue was not exposed to chemotherapy. And the instrument jaws did not come into contact with other instruments in the surgical field. The surgeon does not know what caused the vessel sealer issue.